Event description:
Dead battery. Date of implant (B)(6) 2023. Gen change on (B)(6) 2024. Dr (B)(6) knows the settings are extremely high causing the battery to drain quickly. Mom knows they are high and wants them left high. Consulted dr (B)(6) that we could get longer battery life if we lowered the rate and pulse width as both are high. The motility gi raised the setting when he was at uf and because it works so well, everyone wants to keep the setting as is even though the battery life will be short. Generator was collected to be sent back.